Event description:
Liner of hip prosthetic device cracked, resulting in dissociation of hip joint and the need for subsequent explantation/replacement. Correct head component was used during initial implantation. Lot no. 172350. MFR's rep present during explantation procedure and took device.